Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant high inr results on coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin method. The customer tested on the meter with a result of 7.4 inr. The result from the laboratory within 1 hour was 5.2 inr. The result from the laboratory was believed to be correct and the customer's warfarin dose was held for 2 days based on it. No medical treatment was necessary. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The customer feels "pretty good." The customer is not anemic or polycythemic. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer had skipped his warfarin does on (B)(6) 2018. The customer recently started amiodarone and magnesium. The customer has not been ill recently and is not experiencing any bleeding or bruising. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Retention test strips (294942-21) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Roche diagnostics has issued a recall for this issue.